Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction occurred as customer was getting ready to load the cartridge. There was no impact on the customer's blood glucose levels. The malfunction was cleared with tandem technical support and it did not reoccur.